Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Lot/serial: 13494599, (B)(4). W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A trunk ipsilateral leg component (rlt351414j/13494599) was deployed just below the left renal artery, and other endoprostheses were implanted without issue. A final angiography revealed an aortic dissection around the proximal end of the rlt351414j. It was planned to implant an additional aortic extender component to repair the dissection, but as there was little space in the proximal neck to deploy another endoprosthesis, the procedure was concluded with a wait-and-watch approach being taken to the dissection. Follow-up using a computed tomography (CT) will be performed later. Reportedly, excessive ballooning or the proximal edge of the rlt351414j may have caused the dissection, but the exact cause of the dissection is unknown.